Event description:
As reported: "the registrar drilled a hole wrong and forced a screw in, resulting in the external screw capture to shear. No reported debris, one screw was removed that was jammed on the affected instrument, and a new screw was implanted which also partially sheared."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.